Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The homechoice device received a returned instrument testing evaluation. This evaluation included visual inspection, functional and electrical testing of the device as well as a review of the event history logs. There were no defects noted during evaluation related to the reported problem. A service history review was performed with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a burning odor during automated peritoneal dialysis therapy. The home patient indicated that the device had the odor for the past few days during therapy. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been returned, and a device analysis is currently underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The occurrence date was unknown. Should additional relevant information become available, a follow-up report will be submitted.